Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that she had a blood glucose level of 413 mg/dl the day before the call and went to the emergency room. Treatment for the high blood glucose was not mentioned. Blood glucose level on the morning of the call was 265 mg/dl. Blood glucose level at the time of the call was 303 mg/dl. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.